Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella pump was inserted with no complications. When trying to exchange the peel away with the repositioning sheath, the impella was moved above the aorta. The impella prolapsed and was folded in half above the aorta. The doctor was unable to reinsert the pump and decided to explant the impella cp and implant another impella cp. It was reported that the patient survived the procedure.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The root cause of the product damage cannula kink could not be determined as insufficient clinical details were provided. The root cause of the positioning issue was use related since pump was found to be half folded during start of the case and later another cp pump was placed successfully. G1 reporting contact email revised on manufacturer device report 1220648-2024-19690 in accordance with updated procedures.